Manufacturer narrative:
Device evaluation of electrode belt has been completed. Upon investigation, a reportable malfunction was found. The belt was unable to pass detect and treat testing due to bent pins in the cable connector, preventing the belt from plugging into the monitor. The root cause for the bent pins was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.